Event description:
During a review of anonymized data query, it was noted an initial total knee arthroplasty of unknown laterality was completed on an unknown date. Subsequently, the patient experienced moderate/severe pain and swelling at greater than 6 months.

Manufacturer narrative:
(B)(4). D2, d4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint cannot be confirmed. A definitive root cause cannot be determined. D10: additional associated products. Unk persona cr standard femoral implant, sz 12 lot# unk. Unk persona articular surface lot# unk. The delay in reporting is being addressed via CAPA.